Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that patient's infusion set's tubing became disconnected on the quick release, while she was sleeping. Further, she does not know if it got pulled out as she woke up and saw that the tubing was out. The site location was on left side of her abdomen and the pump was placed on the bed next to her when she is sleeping. The infusion had been used for at least 24 - 48 hrs. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, her blood glucose level was 120 mg/dl. No further information available.